Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e104 error, the light guide bundle was slightly interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image color is slightly green and the e104 error was caused by a component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced image color is slightly green. This issue occurred during reprocessing. There were no reports of patient involvement.